Manufacturer narrative:
Device has been requested for evaluation.

Event description:
The facility reported an overinfusion of tpn. Flow rate on pump was set at auto ramp basal rate - 1 hour up and 1 hour down. Pump programmed to administered 215 ml per hour. Medication was dispensed one hour earlier. No patient injury or medical intervention reported at this time.